Manufacturer narrative:
Reported event: the tip of a 3.2x80 bone pin broke off when the doctor was attempting to drive it into the patient's tibia. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing could not be confirmed as the lot number was not reported. Device history review: a review of the device history record could not be completed as a lot number was not reported. However, multiple complaints have been completed for part number 143080 (reference pr numbers (B)(4)). For each of these investigations, the device history record was included in the complaint investigation for lot numbers w41375-1, w41375-2, and w41376-2. Complaint history review: a review of complaints in (B)(6) could not be completed for this lot as the lot number was not reported. However, a search for complaints involving part number 143080 yielded pr numbers (B)(4) involving this part number for multiple lots (w41375-1, w41375-2, and w41376-2). Tracking of complaints related to the 111620 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon does not use the drill guide during placement of bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off. The outcome of the case was successful.